Event description:
It was reported that the wake button was extremely difficult to press, often requiring multiple presses to activate display. There was no reported adverse impact to the customer's blood glucose level. Customer worked with technical support to troubleshoot button function, including removing pump from case and pressing button in specific way, and when difficulty persisted, pump replacement was arranged while internal confirmation of warranty status and follow-up plan were pending.